Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. 654837, 654837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: xanax. Concurrent conditions included body mass index normal, endometriosis, dyspareunia and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals ("worsened nickel allergy"), abdominal pain ("abdominal pain"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and bilateral oopherectomy. Oophorectomy (one side)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, allergy to metals, abdominal pain, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Current weight 150 lbs. Approximate weight at the time of essure placement 150 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Plaintiff¿s demographics, historical and concurrent condition added. Essure indication and lot number added. New events worsened nickel allergy, dysmenorrhea (cramping), weight gain, bloating and abdominal pain were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding(menorrhagia)"), ovarian cyst ("cyst on ovary") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. 654837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz and xanax. Concurrent conditions included body mass index normal, endometriosis, dyspareunia, menorrhagia and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("worsened nickel allergy") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and abdominal distension ("gastrointestinal or digestive system condition - type: bloating"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced endometriosis ("endometrioma"). On an unknown date, the patient experienced ovarian cyst (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), adnexa uteri pain ("left ovary pain") and scar ("lots of scar tissue"). The patient was treated with surgery (left salpingo-oophorectomy, right salpingectomy, with left ureterolysis and lysis of adhesions), surgery (ablation), surgery (oopherectomy (one side removal of ovary)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased, abdominal distension and endometriosis had resolved and the menorrhagia, ovarian cyst, allergy to metals, abdominal pain, adnexa uteri pain, scar and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, dysmenorrhoea, endometriosis, menorrhagia, ovarian cyst, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Current weight 150 lbs. Approximate weight at the time of essure placement 150 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received: new event cyst on ovary added and event outcome recovered / resolved added for events gastrointestinal or digestive system condition - type: bloating, dysmenorrhea (cramping, pain and weight gain. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. 654837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz and xanax. Concurrent conditions included body mass index normal, endometriosis, dyspareunia, menorrhagia and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals ("worsened nickel allergy"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), abdominal distension ("gastrointestinal or digestive system condition - type: bloating"), adnexa uteri pain ("left ovary pain"), endometriosis ("endometrioma") and scar ("lots of scar tissue"). The patient was treated with surgery (left salpingo-oophorectomy, right salpingectomy, with left ureterolysis and lysis of adhesions) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, allergy to metals, abdominal pain, weight increased, abdominal distension, adnexa uteri pain and scar outcome was unknown and the endometriosis had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, dysmenorrhoea, endometriosis, pelvic pain, scar and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Current weight 150 lbs. Approximate weight at the time of essure placement 150 lbs . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc:quality safety evaluation, entry of FDA codes, addition of ptc global number reference, addition of batch information(exp and manufacture dates. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. 654837, 654837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz and xanax. Concurrent conditions included body mass index normal, endometriosis, dyspareunia, menorrhagia and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals ("worsened nickel allergy"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), abdominal distension ("gastrointestinal or digestive system condition - type: bloating"), adnexa uteri pain ("left ovary pain"), endometriosis ("endometrioma") and scar ("lots of scar tissue"). The patient was treated with surgery (left salpingo-oophorectomy, right salpingectomy, with left ureterolysis and lysis of adhesions) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, allergy to metals, abdominal pain, weight increased, abdominal distension, adnexa uteri pain and scar outcome was unknown and the endometriosis had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, dysmenorrhoea, endometriosis, pelvic pain, scar and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Current weight 150 lbs. Approximate weight at the time of essure placement 150 lbs. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: events left ovary pain, endometrioma, lots of scar tissue added. Events outcome and concurrent condition added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.